Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. It was further determined that the controller and motor were defective. It was further determined that the device failed the pretest for check function with test hand switch. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device stopped and became hot. It was further clarified that the device stopped on activation after every two minutes. The reporter stated that after ten minutes of such activation, the staff switched to a different drill device to complete the surgery. There was a delay due to the reported event. However, the duration of the delay was not specified. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.